Event description:
It was reported that during a knee arthroscopy metal shavings were observed in knee. It was not reported whether the shavings were removed. Another device was used to complete the procedure. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
The device was received by the manufacturer for investigation. A supplemental report will be sent when the device evaluation is complete.